Event description:
Situation: sediment/unidentified object found in non-dehp extension set filter. Background: non-dehp extension set baxter 2h8671, lot (10)r24d27109. Assessment: appears to be sediment in line for non-dehp extension set 0.2 micron filter. Recommendation: product was segregated and pictures sent to product defect email for further evaluation. Drug was compounded with a new extension set that appeared to be normal. All other lines of same lot inspected no issues. Pharmacy technician caught this defect in filter when mixing drug. E-mailed photos to baxter rep. Manufacturer response for IV tubing, non-dehp extension set (per site reporter) e-mailed photos to baxter rep.